Manufacturer narrative:
During inspection of the 142 cm. Palmaz blue 4 x 18 stent mounted on an aviator plus stent delivery system (sds) prior to use in the patient, the metal tip was noted to be barbed. There was no reported patient injury. The product issue was noted after removal of the product from the packaging. Additional information received indicated that the product was not clinically used in the patient. It was confirmed that the product issue being reported was distal stent strut uplift. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Another product of the same catalog number was used to complete the procedure successfully without patient injury. The target lesion was not provided but the lesion was reported to be highly calcified and a serious stenosis. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available. The product was returned for analysis. One non-sterile catheter blue/aviator/plus 4x18/142p pk was returned. Per visual analysis no anomalies were noted on the unit. Per microscopic analysis stent strut uplift conditions were noted on both sides of the stent at the distal end of the catheter. A device history record (DHR) review of lot 17283530 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent strut uplift ¿ distal¿ was confirmed through analysis of the returned device. The exact cause of the reported event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the strut uplift as evidenced by the strut uplift occurring on the distal end as noted during analysis. According to the instructions for use, although not a mitigation of risk ¿the cordis palmaz blue .014¿ transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. Do not attempt to remove or readjust the transhepatic biliary stent on the delivery system. Inspect the crimped transhepatic biliary stent for adherence to the balloon. Do not reposition the transhepatic biliary stent or hand crimp. Caution: avoid manipulation of transhepatic biliary stent during flushing of guidewire lumen, as this may disrupt the placement of the transhepatic biliary stent on the balloon. Caution: always use a cordis sheath introducer (csi) or guiding catheter for the implant procedure to protect the incision site and the transhepatic biliary access tract, and to avoid dislodging the transhepatic biliary stent from the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the delivery system to the csi or guiding catheter; then remove the csi or guiding catheter and delivery system as a single unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during inspection of the 142 cm. Palmaz blue 4 x 18 stent mounted on an aviator plus stent delivery system (sds) prior to use in the patient, the metal tip was noted to be barbed. There was no reported patient injury. The product will be returned for inspection. The product issue was noted after removal of the product from the packaging. Additional information received indicated that the product was not clinically used in the patient. It was confirmed that the product issue being reported was distal stent strut uplift. The product has been sent/returned for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Another product of the same catalog number was used to complete the procedure successfully without patient injury. The target lesion was not provided but the lesion was reported to be highly calcified and a serious stenosis. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available.